Event description:
Pt underwent upgrade of ICD in 2004 for a re-synchronization ICD. In nov. 2004 he started feeling perkins in hir left chest. Cxr demonstrated fracture if lead. Testing was performed in physician office required replacement.